Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation (direct stenting). The stent remains inside the patient. There was no reported product deficiency. The reported patient effect of death, as listed in the xience v instructions for use (IFU), is a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the sds was delivered without pre-dilatation (direct stenting) of the lesion during the index procedure. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is not known how direct stenting may have contributed to the reported patient effect.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the first diagonal artery with one xience v stent. In (B)(6) 2010, the patient expired of unknown cause. There was no additional information provided.